Event description:
Event description cpi received the implantable cardioverter defibrillator (ICD) for analysis after it was implanted only 28 months. No explanation was provided for the device removal.